Manufacturer narrative:
The returned head, neck and stem parts were examined with the microscope and with the naked eye. The parts were received with the head and neck assembled. The laser lines on the head and the neck were aligned properly. The locking interface region on the neck was damaged. Damage to the interface was most likely caused by the stem clamp not being fulled seated on the stem prior to rotation to lock. Lack of interference marks on the stem indicate that the head/neck assembly was not rotated to 45 degrees (the locked position). Additional MDR's associated with this event: 3025141-2016-00187: neck, 3025141-2016-00188: stem.

Event description:
Arh slide-loc products were implanted on (B)(6) 2016. At some point post operatively, the head/neck assembly disassociated from the stem. The implants were explanted on (B)(6) 2016.